Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-sept-19 reporting that the stimulation was tuned on lead 1 while palpating the battery to troubleshoot change in stimulation but no change was reported during this test. On 2019-sept-19 the manufacturer representative programmed lead 2 for coverage of back and legs to the patient's satisfaction. A patient meeting was scheduled for (B)(6) 2019 to determine resolution. At the time of the report, the cause was unknown. The patient was reported to be satisfied with coverage and no oor reported as of (B)(6). No further complications were reported.

Event description:
The manufacturing representative (rep) said he got a text from hcp regarding pt getting "desired settings not available". Rep said pt has been working with other rep's in the past, but later recanted and said he had assumed that pt worked with other rep regarding out of regulation (oor) error, but it could have been for other issues. Technical services discussed how high impedance can create oor error, or perhaps pt is using the system to capacity to cause the error. Rep to follow up with pt. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Caller reiterated impedance and "settings not available" issues and that ins had stopped working. Caller met with patient today and contacts 0, 2 and 10 were 40k ohms and showing orange/avoid. Caller stated they reprogrammed around high electrodes to "not so satisfactory" coverage and patient will be scheduled to have leads replaced. Caller stated ins may also be replaced at that time; no date has been set for revision as of now. Caller provided patient weight as 155 pounds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had lead revision on (B)(6)2020 at (B)(6)center. Upon initial interrogation of device impedance check ¿ 0,2, and 10 were 40,000. During surgery, leads were connected to a wens ¿ showing 0,1,2,3, 10 were out on ¿check connectivity¿. 2 new 977a260 leads were inserted through the perc introducer, hooked up to existing intellis battery with no impedances on impedance check. Old leads went to hospital pathology since it wasn¿t end of life and unavailable for return.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep met the patient for reprogramming on (B)(6) 2019. Impedances were found in the red zone on 0, 2, and 10. Programming was avoided on these electrodes. As soon as the patient left the office, the remote stated "cannot reach desired settings" when she tried to increase her settings. The rep said the next step may be surgery to check lead connectivity to the battery. The rep reprogrammed again and the patient was doing fine, but may need more coverage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was an impedance issue. The patient sometimes does not feel therapy. The rep reported that impedances were out of range, in the red. The rep reported meeting with the patient 3 times for reprogramming due to oor¿s and each time they found electrodes that needed to be removed from programming due to oor. 0 <(>&<)> 5 were reported to be out of range. The stimulation was on but the patient was unable to feel any stimulation. It was suggested palpating the pocket for possible loose connection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative was received on (B)(4) 2019 regarding a patient meeting held on (B)(6) 2019. The electrodes 0, 2, 5, 10 were in the red zone for impedances .the patient was reprogrammed around the impeded electrodes. If out of regulation (oor) occurred again the physician planned to open up the battery and inspect the lead, connects, and impedances. The patient understood the situation and was aware of surgical option. No further complications were reported.

Event description:
Additional information was reported that as of today ((B)(6) 2019), the rep has not heard from the patient if their stimulation is satisfactory for her. It is unknown at this time of the patient will be having a surgical intervention. The rep will update if the surgery is scheduled. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported.